Event description:
Customer reported that a pt's sample containing anti-d and anti-c did not react with cell 5 (c-positive cell) of 0.8% resolve panel a lot vra 105. No death or serious injury was associated with this incident.